Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-08232. It was reported that following a coronary artery stenting treatment procedure, the patient had congestive heart failure. In (B)(6) 2012, the patient presented with stable angina (ccs classification 1) and was referred for cardiac catheterization. The 1st target lesion was an in-stent restenosis of a previously placed promus stent located in the saphenous vein graft (svg) of the 2nd obtuse marginal branch (om2) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct placement of a 3.00x16mm promus element plus stent, with 0% residual stenosis. The 2nd target lesion was an in-stent restenosis of a previously placed non-bsc drug-eluting stent in the proximal left circumflex artery (prox lcx). The left main coronary artery (lmca) had a new lesion with 70% stenosis and was 25mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x28mm promus element plus stent covering lm and all the way into the occluded lcx, with 0% residual stenosis. The patient was discharged on ticagrelor. Two days post index procedure, the patient presented due to congestive heart failure and was hospitalized on the same day. No other action was taken to treat the event. About a week later, the patient was considered recovered and was discharged. The site confirmed that the event was not related to the study device.